Event description:
Surgeon performed a revision on patient as a result of post-op pain and loosening.

Manufacturer narrative:
Introduction: it was reported that an ascension phs size 30 implant was removed from a patient's right thumb. The implant was removed because of pain, loosening and subsidence. The ascension implant, and tissue from the metacarpal and trapezium were removed and returned to ascension orthopedics for analysis. Method: the lot number of the implant was not available. The customer feedback record was then reviewed to understand the sequence of events that occurred during implantation as related by the user and any other info provided by the field. A visual examination of the implants was performed assisted by a stereomicroscope and oblique lighting. Tissue specimens were submitted to a pathologist for analysis. Results: visual examination aided with a stereomicroscope revealed that the retrieved implant was intact with minimal markings. See figures 1 through 4. Slight polishing and/or witness marks due to bone apposition were present on the stems as shown in figure 5. The articulating surface demonstrated no signs of wear. See figure 6. The pathology report is attached. Discussion: reactive processes were observed: woven bone consistent with reparative changes, with fibrosis. Foreign material was not observed, there were no signs of acute of chronic inflammatory cells. Conclusions: the prothesis was intact. Wear markings on the prosthesis were minimal. There was nothing remarkable about the implant that could lead to pain, subsidence and loosening. See scanned pages.